Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The clip delivery system (cds) was returned for evaluation. The reported lock line knots were confirmed via returned device analysis. The difficulty removing the lock line from the cds could not be replicated in the testing environment, as the lock line was knotted and returned out of the cds. The investigation determined that the observed knot led to the inability to remove the lock line; user technique of unwrapping the lock line resulted in the lock line knots. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). User twisted lock lines. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during the deployment steps, the lock line was difficult to remove due to knots, which has the potential of line breakage and a portion of the lock line left in the anatomy and/or the need for intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets. During the deployment steps, it was noted that the lock line was difficult to unwrap, as the user had twisted the lines. When the lock line was retracted approximately 10 cm, it could not be removed due to two knots. The decision was made to remove the cds and leave the gripper and lock line in place. After the cds was removed, the line was able to be retracted. Two clips were implanted and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.